Event description:
Investigation completed and summary from sme.

Manufacturer narrative:
Other, other text: the device was returned with an accessory attached. The returned sample and accessory were visually inspected by the unaided eye under normal plant lighting. The accessory was seated more than 2/3 onto the swivel connector and the accessory appeared to have been exposed to high heat because it showed signs of being warped / distorted (reference pictures). A portion of the base / ledge of the swivel connector was missing which likely occurred when the caregiver attempted to remove the accessory from the swivel connector. The use of a disconnect wedge was unable to unseat the accessory. The swivel connector and accessory were removed together from the silicone hub. The use of pliers were unable to separate the accessory from the swivel. Using a caliper (ID: 5002cl02, cal date: 19-nov2020, cal due: 30nov2021), the od of the exposed portion of the swivel was measured; it measured 0.6215 mm, which meets the manufacturing specification of 0.621 +/- 0.010. Using the same caliper, the inner diameter of the swivel was measured; it measure 0.5252 mm, which meets the manufacturing specification of 0.525 +/- 0.010. The instruction for use, im-gar-10018908-001 (formerly pkg-dfu-cfx-2), states under 6.4 circuit attachment that when connecting a breathing circuit or accessory to the connector, gently push the breathing circuit or accessory onto the connector using one hand and employing a slight twisting motion while stabilizing the base of the connector with the other hand. The connection security and ability to disconnect should then be checked by trial disconnection. Once the correct level of security has been established, the connection can then be remade using the same technique and force. Disconnection is best achieved with one hand holding the base of the connector and the other hand applying a twist and pull motion. Excessive force must not be applied when making the connection as this may result in difficulty in disconnecting the devices. In the event of difficulty disconnecting, the disconnect wedge provided should be used by forcing it between the flanges of the two connectors until they separate. No manufacturing defect was identified with the returned sample. The accessory was not installed per the IFU.

Event description:
Information received while in use a smiths medical tracheostomy/silicone - bivona tubes custom malfunctioned. Reported when the inline suction catheter was added the trach became stuck inside the connection. The rt tried to separate the trach from the connection and the plastic from the trach broke off. Unknown if any adverse patient event occurred.